Event description:
This pt was having shortness of breath. Crew tried to give her a breathing treatment. The nebulizer was assembled in the usual fashion and the nebulizer would not mist. This was tried at several 02 settings from 2 to 15 l/min. Another nebulizer was assembled and the same thing happened.